Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level was displayed as "high", no specific value was provided. Customer administered a manual injection to address bg.